Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center had no image while using the 180 scopes. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the reported "no image" was likely due to a defective printed circuit board. Additionally, the video connector had a worn out lock latch, which caused loss of image when the scope end connector wiggled. The end connector did not hold the scope connector properly. However, the root cause could not be defined. Olympus will continue to monitor field performance for this device.